Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the pressure transducer printed circuit boards (pcb's) and the inspiratory pipe were defective and in need of replacement. Replacement of the defective parts solved the issue. No log files have been provided. The pressure transducers checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. The inspiratory pipe leads the gas from the connector muff to the inspiratory outlet. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected. Brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected. Version or model #: 6487800.

Event description:
Manufacturer ref#: (B)(4).